Event description:
Pump declared alarm 20 during pumping. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Cts assisted caller in loading a new cartridge using proper technique, and caller successfully resumed insulin therapy. Original cartridge lot number was unavailable.